Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device jammed after the fourth or sixth firing. The second device was spitting clips into the pt. They were retrieved. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Broken cam. Eval summary: the analysis results for the el5ml device (a) found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition the orange indicator did not show up completely. A corrective action has been initiated to address the root cause of the broken cam issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. The analysis results found that the el5ml device (b) was received in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg specs. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device b add'l info: batch # d9e407, exp date: 07/2012, mfg date: 08/2007.